Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 38mg/dl. Customer reported low blood glucose of 38 mg/dl and he treated with some glucagon, low blood glucose of 52 mg/dl, low blood glucose 57 mg/dl.   Customer¿s blood glucose level was 154 mg/dl at the time of the call. The customer was assisted with troubleshooting. Patient did not receive medical attention, neither was admitted to ER not ems was dispatched as result of low blood glucose. There was no indication that the insulin pump over delivered insulin. The product was not returned for analysis.